Event description:
It was further reported that the patient apparently suffered a-fib/a-flutter and his heart rate was over 180-200 per minute. After careful review, the patient suffered syncopal episodes approximately 10 minutes post refill. Post refill of the pump the physician was able to aspirate a total of 20 cc of new pump meds from his reservoir. This means the patient did not get any (illegible) intrathecal fentanyl. The physician placed a total of 20 cc into the pump and was able to pull back 20 cc from the pump. The patient did require hospitalization and reportedly had no injury.

Event description:
It was reported that a patient experienced an overdose. The pump was alarming due to a low reservoir and the patient had missed a refill. It was also reported "something made the pump more into" the patient. The pump also had a volume discrepancy and "they take out, like, 5, 8 cc out of me. But this time they only took a very little bit out, 2 cc". The pump was being refilled and the patient showed overdose symptoms including: respiratory distress, legs were tingly, in and out of consciousness, blacked out, incapacitation, and "heart palp....an arrhythmic state." The patient also had low levels of potassium. The patient was defibrillated, given CPR and narcon. The patient was "out, and for the next 12 hours, I couldn't even speak english" and "was incoherent for 12 hours". The doctor was able to aspirate all the drug injected into the pump. The drug was a slight red color, it was unsure if that was due to iodine or blood. The pump rate was reduced, the patient "came out of it", and by wednesday was "totally normal". The pump was infusing fentanyl.

Manufacturer narrative:
Concomitant medical products: catheter model: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, explanted:unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).